Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG monitoring stress testing using pads and leads without duplicating the report. It was recommended to have the analog board shields replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.